Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12aug2019. Technical service (ts) performed troubleshooting with the customer and confirmed the reported issue. The customer found a bent pin under the da pcb. The pin was straightened and the reported issue was resolved. The unit was put back in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer contacted technical support (ts) stating that unit had a proximal pressure error. There was no patient involvement at the time the issue was discovered.